Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue reduced brake force. The count of events has been corrected to reflect this.

Event description:
This report summarizes 21 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.